Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0v1yz, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient's family/friends reported that the patient had been to the emergency room (ER) for urine retention and urinary tract infection (uti). The patient had retained 1000cc's of urine. The ER said something was wrong with the "machine". The patient had a history of chronic pain in their bladder but since implant the pain had gotten worse. The family turned therapy off and decreased/increased stimulation and nothing helped. The patient did not feel stimulation. When the therapy was checked it was confirmed to be on and setting was p3 at 1.0v. The indications-for-use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.